Manufacturer narrative:
(B)(4). A disconnection of the patient line from the transfer set, indicative of a potential malfunction of the disposable cassette, was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, the patient reported "pulling off the hoses" while sleeping. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy and provides step-by-step instructions for properly connecting the patient line to the transfer set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had disconnected their transfer set from the patient line of their integrated apd set with cassette by pulling off the hose while they were asleep. This occurred during an unknown step of peritoneal dialysis (pd) therapy and resulted in the hp disconnecting from the setup. The hp stated that they then used aseptic technique to end therapy by placing a minicap on the end of the transfer set. During follow-up contact, the hp stated that the involved transfer set was still in place and was not replaced due to the event. The hp began taking antibiotics after the event as a precaution. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.